Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for lead revision procedure. The right ventricular lead was found to be dislodged and exhibited sensing issues. Upon attempting to reposition the helix was unable to retract. The lead was explanted and replaced successfully. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.